Event description:
Fmc clinic submitting product complaint. Nature of complaint stated as "blood leak" with first use nr dialyzer. Customer/facility called for further complaint details. Don recalled that the pt lost an estimated 160cc of blood due to discard of the circuit of blood within the dialyzer and venous bloodline. There were no adverse effects to the pt and no medical intervention was required. Hemoglobiin and hematorcrit results requested pre & post leak as well as pt info. Sample not available. MDR filed due to blood loss reported. 8/10/1999: further pt info received from hcp and entered into medwatch. The sample is not available for examination.